Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain and swelling') and abdominal distension ('severe abdominal pain and swelling') in a female patient who had essure (batch no. He01138) inserted. The occurrence of additional non-serious events is detailed below. In october 2016, the patient experienced procedural pain ("abdominal pain after insertion procedure") and procedural vomiting ("vomiting after insertion procedure"). On (B)(6) 2016, the patient had essure inserted. In january 2017, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required) and abdominal distension (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced lethargy ("she began to feel lethargic / lethargy"), fatigue ("fatigue"), mobility decreased ("her mobility was afected"), headache ("headaches"), incontinence ("episodes of incontinence"), mass ("developed a lump on her back / skin reaction on her back") and dysmenorrhoea ("horrendous pain before, during after periods"). The patient was hospitalized on january 2017. The patient was treated with surgery (double salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, abdominal distension, procedural pain, procedural vomiting, lethargy, fatigue, mobility decreased, headache, incontinence, mass and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, fatigue, headache, incontinence, lethargy, mass, mobility decreased, procedural pain and procedural vomiting to be related to essure. The reporter commented: consumer experienced vomiting and abdominal pain after the procedure and was unable to work for two weeks. Over the following weeks she noticed a deterioration in her health presenting described events. She presented to her gp with these symptoms who advised her to continue treatment and symptoms were no cause of concern. Product was considered defective following definition "a product is defective if the safety of that product is not such as persons generally are entitled to expect" most recent follow-up information incorporated above includes: on (B)(6) 2020: essure insertion date was updated to (B)(6) 2016. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain and swelling/localized pain/pain') and abdominal distension ('severe abdominal pain and swelling') in an adult female patient who had essure (batch no. He01138) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods. Previously administered products included for an unreported indication: mirena, contraception pill nos, mini pill, contraceptive implant nos and contraceptive injection nos. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required) and abdominal distension (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("horrendous pain before, during after periods"), headache ("headaches"), procedural pain ("abdominal pain after insertion procedure"), procedural vomiting ("vomiting after insertion procedure"), skin mass ("developed a lump on her back/skin reaction on her back"), lethargy ("she began to feel lethargic/lethargy"), fatigue ("fatigue"), mobility decreased ("her mobility was affected"), incontinence ("episodes of incontinence"), autoimmune disorder ("auto-immune"), menstruation irregular ("changes to menstrual cycle") and genital haemorrhage ("abnormal bleeding") and was found to have hormone level abnormal ("hormonal problems"). The patient was hospitalized on (B)(6) 2017. The patient was treated with surgery (double salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, abdominal distension, dysmenorrhoea, headache, procedural pain, procedural vomiting, skin mass, lethargy, mobility decreased, incontinence, autoimmune disorder, menstruation irregular, hormone level abnormal and genital haemorrhage had resolved and the fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, autoimmune disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, incontinence, lethargy, menstruation irregular, mobility decreased, procedural pain, procedural vomiting and skin mass to be related to essure. The reporter commented: consumer experienced vomiting and abdominal pain after the procedure and was unable to work for two weeks. Over the following weeks she noticed a deterioration in her health presenting described events. She presented to her gp with these symptoms who advised her to continue treatment and symptoms were no cause of concern. Discrepancy concerning insertion date ((B)(6) 2016, (B)(6) 2016) and removal date ((B)(6) 2017, (B)(6) 2017) laparoscopy+ removal of both tube+ essure device was reported as removal details. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain and abdominal distension. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina:on (B)(6) 2016: confirmed bilateral tubal occlusion; both implants seen from fundal cavity through myometrium; both ovaries appear within normal limits; appearances of correct placement of bilateral essure implants. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-nov-2021: reporter information and new event: abnormal bleeding added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain and swelling') and abdominal distension ('severe abdominal pain and swelling') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient experienced procedural pain ("abdominal pain after insertion procedure") and procedural vomiting ("vomiting after insertion procedure"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required) and abdominal distension (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced lethargy ("she began to feel lethargic / lethargy"), fatigue ("fatigue"), mobility decreased ("her mobility was affected"), headache ("headaches"), incontinence ("episodes of incontinence"), mass ("developed a lump on her back / skin reaction on her back") and dysmenorrhoea ("horrendous pain before, during after periods"). The patient was hospitalized on (B)(6) 2017. The patient was treated with surgery (double salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, abdominal distension, procedural pain, procedural vomiting, lethargy, fatigue, mobility decreased, headache, incontinence, mass and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, fatigue, headache, incontinence, lethargy, mass, mobility decreased, procedural pain and procedural vomiting to be related to essure. The reporter commented: consumer experienced vomiting and abdominal pain after the procedure and was unable to work for two weeks. Over the following weeks she noticed a deterioration in her health presenting described events. She presented to her gp with these symptoms who advised her to continue treatment and symptoms were no cause of concern. Product was considered defective following definition "a product is defective if the safety of that product is not such as persons generally are entitled to expect". Most recent follow-up information incorporated above includes: on 20-mar-2020: consumer posted in social media that before essure was removed she had pain before during and after her period (event added). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain and swelling') and abdominal distension ('severe abdominal pain and swelling') in a female patient who had essure (batch no. He01138) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required) and abdominal distension (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("horrendous pain before, during after periods"), headache ("headaches"), procedural pain ("abdominal pain after insertion procedure"), procedural vomiting ("vomiting after insertion procedure"), skin mass ("developed a lump on her back / skin reaction on her back"), lethargy ("she began to feel lethargic / lethargy"), fatigue ("fatigue"), mobility decreased ("her mobility was affected") and incontinence ("episodes of incontinence"). The patient was hospitalized on (B)(6) 2017. The patient was treated with surgery (double salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, abdominal distension, dysmenorrhoea, headache, procedural pain, procedural vomiting, skin mass, lethargy, fatigue, mobility decreased and incontinence outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, fatigue, headache, incontinence, lethargy, mobility decreased, procedural pain, procedural vomiting and skin mass to be related to essure. The reporter commented: consumer experienced vomiting and abdominal pain after the procedure and was unable to work for two weeks. Over the following weeks she noticed a deterioration in her health presenting described events. She presented to her gp with these symptoms who advised her to continue treatment and symptoms were no cause of concern. Discrepancy concerning insertion date ((B)(6) 2016, (B)(6) 2016). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain and swelling / localized pain') and abdominal distension ('severe abdominal pain and swelling') in a female patient who had essure (batch no. He01138) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods. Previously administered products included for an unreported indication: mirena, contraception pill nos, mini pill, contraceptive implant nos and contraceptive injection nos. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required) and abdominal distension (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("horrendous pain before, during after periods"), headache ("headaches"), procedural pain ("abdominal pain after insertion procedure"), procedural vomiting ("vomiting after insertion procedure"), skin mass ("developed a lump on her back / skin reaction on her back"), lethargy ("she began to feel lethargic / lethargy"), fatigue ("fatigue"), mobility decreased ("her mobility was affected"), incontinence ("episodes of incontinence"), autoimmune disorder ("auto-immune") and menstruation irregular ("changes to menstrual cycle") and was found to have hormone level abnormal ("hormonal problems"). The patient was hospitalized on (B)(6) 2017. The patient was treated with surgery (double salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, abdominal distension, dysmenorrhoea, headache, procedural pain, procedural vomiting, skin mass, lethargy, mobility decreased, incontinence, autoimmune disorder, menstruation irregular and hormone level abnormal had resolved and the fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, autoimmune disorder, dysmenorrhoea, fatigue, headache, hormone level abnormal, incontinence, lethargy, menstruation irregular, mobility decreased, procedural pain, procedural vomiting and skin mass to be related to essure. The reporter commented: consumer experienced vomiting and abdominal pain after the procedure and was unable to work for two weeks. Over the following weeks she noticed a deterioration in her health presenting described events. She presented to her gp with these symptoms who advised her to continue treatment and symptoms were no cause of concern. Discrepancy concerning insertion date ((B)(6) 2016, (B)(6) 2016) and removal date ((B)(6) 2017, (B)(6) 2017) laparoscopy+ removal of both tube+ essure device was reported as removal details. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain and abdominal distension. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: confirmed bilateral tubal occlusion; both implants seen from fundal cavity through myometrium both ovaries appear within normal limits appearances of correct placement of bilateral essure implants. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-mar-2021: reporter added, mirena, contraceptive injection nos, contraception pill nos, contraceptive implant nos, mini pill added as historical drug, heavy periods added as medical history, ultrasound scan vagina added as lab data. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("severe abdominal pain and swelling / localized pain/pain") and abdominal distension ("severe abdominal pain and swelling") in an adult female patient who had essure inserted (lot no. He01138) for female sterilisation. Additional non-serious events are detailed below. An additional suspect product was codeine. The patient had a medical history of tight chest, periumbilical pain, contraception, foot ulcer (history: says 14 days ago fell in a pot hole and injured her left foot - a tiny area is bit sloughy. Examination: left foot - fully mobile and weight bearing. Lateral aspect, near the 5th toe a tiny superficial ulcer seen which appears bit sloughy. Diagnosis: foot ulcer/infection by site), bruising of foot, finger injury (presenting complaint: finger injury. Diagnosis: closed fracture to hand. Assessment comments: patient states right index finger was trapped in door tonight whilst on night out, painful and swollen strapped up by first aiders. Diagnosis: soft tissue injury right index finger sustained on the (B)(6) 2016. There is slight swelling over the proximal phalanx mid shaft region on the dorsal aspect. There is a full range of movement of the right mcp joint, pip joint and dip joint. Extensor tendon power is 5/5, as is that of the fdp and fds), musculoskeletal disorder (problem: musculoskeletal disorder history: 2 days back pain. Examination: tender lumbar paraspinal muscles) and heavy periods. British ethenicity. Previously administered products included: mirena, oral contraceptive nos, contraceptives, contraceptives and mini pill. Concomitant products included salbutamol since (B)(6) 2017, naproxen since (B)(6) 2017 with a previous dosage regimen since (B)(6) 2016, tranexamic acid since (B)(6) 2017, mefenamic acid since (B)(6) 2017, flucloxacillin since (B)(6) 2016 and paracetamol since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017 she experienced abdominal pain (seriousness criteria hospitalisation and intervention required) and abdominal distension (seriousness criteria hospitalisation and intervention required). On (B)(6) 2017 the patient started codeine at an unspecified dose and frequency. The drug was additionally given from (B)(6) 2017 onwards. On unknown dates she experienced dysmenorrhoea ("horrendous pain before, during after periods"), headache ("headaches"), procedural pain ("abdominal pain after insertion procedure"), procedural vomiting ("vomiting after insertion procedure"), skin mass ("developed a lump on her back / skin reaction on her back"), lethargy ("she began to feel lethargic / lethargy"), fatigue ("fatigue"), mobility decreased ("her mobility was affected"), incontinence ("episodes of incontinence"), autoimmune disorder ("auto-immune"), menstruation irregular ("changes to menstrual cycle"), genital haemorrhage ("abnormal bleeding"), abdominal pain lower ("pain, including chronic pain"), device intolerance ("inability to tolerate the device"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues") and was found to have hormone level abnormal ("hormonal problems"). The patient was hospitalised in (B)(6) 2017 for an unknown duration. The patient was treated with surgery (laparoscopic removal with bilateral salpingectomy and hysteroscopy and ). At the time of the report, the abdominal pain, abdominal distension, dysmenorrhoea, headache, procedural pain, procedural vomiting, skin mass, lethargy, mobility decreased, incontinence, autoimmune disorder, menstruation irregular, hormone level abnormal and genital haemorrhage had resolved. The outcome of fatigue was unknown. Essure was removed on (B)(6) 2017. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, autoimmune disorder, device intolerance, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, incontinence, lethargy, menstruation irregular, mental disorder, mobility decreased, procedural pain, procedural vomiting and skin mass to be related to essure administration. The reporter commented: consumer experienced vomiting and abdominal pain after the procedure and was unable to work for two weeks. Over the following weeks she noticed a deterioration in her health presenting described events. She presented to her gp with these symptoms who advised her to continue treatment and symptoms were no cause of concern. Discrepancy concerning insertion date ((B)(6) 2016, (B)(6) 2016) and removal date ((B)(6) 2017, (B)(6) 2017). Laparoscopy+ removal of both tube+ essure device was reported as removal details. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain and abdominal distension. Trailing coils- l-4 coils, r-3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan vagina] on (B)(6) 2016: confirmed bilateral tubal occlusion; both implants seen from fundal cavity through myometrium both ovaries appear within normal limits appearances of correct placement of bilateral essure implants ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: mental disorder (10061284) dyspareunia (10013941) device intolerance (10068444) abdominal pain lower (10000084). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. Reporters information added. Patient medical history and lab data added .non drug treatment updated. Concomitant drugs added. Events mental disorder, dyspareunia, device intolerance, abdominal pain lower added. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("severe abdominal pain and swelling / localized pain/pain") and abdominal distension ("severe abdominal pain and swelling") in an adult female patient who had essure inserted (lot no. He01138) for female sterilisation. Additional non-serious events are detailed below. An additional suspect product was codeine. The patient had a medical history of tight chest, periumbilical pain, contraception, foot ulcer (history: says 14 days ago fell in a pot hole and injured her left foot - a tiny area is bit sloughy. Examination: left foot - fully mobile and weight bearing. Lateral aspect, near the 5th toe a tiny superficial ulcer seen which appears bit sloughy. Diagnosis: foot ulcer/infection by site), bruising of foot, finger injury (presenting complaint: finger injury diagnosis: closed fracture to hand. Assessment comments: patient states right index finger was trapped in door tonight whilst on night out, painful and swollen strapped up by first aiders. Diagnosis: soft tissue injury right index finger sustained on the (B)(6) 2016. There is slight swelling over the proximal phalanx mid shaft region on the dorsal aspect. There is a full range of movement of the right mcp joint, pip joint and dip joint. Extensor tendon power is 5/5, as is that of the fdp and fds), musculoskeletal disorder (problem: musculoskeletal disorder history: 2 days back pain. Examination: tender lumbar paraspinal muscles) and heavy periods. British ethenicity. Previously administered products included: mirena, oral contraceptive nos, contraceptives, contraceptives and mini pill. Concomitant products included salbutamol since (B)(6) 2017, naproxen since (B)(6) 2017 with a previous dosage regimen since (B)(6) 2016, tranexamic acid since (B)(6) 2017, mefenamic acid since (B)(6) 2017, flucloxacillin since (B)(6) 2016 and paracetamol since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017 she experienced abdominal pain (seriousness criteria hospitalisation and intervention required) and abdominal distension (seriousness criteria hospitalisation and intervention required). On (B)(6) 2017 the patient started codeine at an unspecified dose and frequency. The drug was additionally given from (B)(6) 2017 onwards. Essure was removed on (B)(6) 2017. On unknown dates she experienced dysmenorrhoea ("horrendous pain before, during after periods"), headache ("headaches"), procedural pain ("abdominal pain after insertion procedure"), procedural vomiting ("vomiting after insertion procedure"), skin mass ("developed a lump on her back / skin reaction on her back"), lethargy ("she began to feel lethargic / lethargy"), fatigue ("fatigue"), mobility decreased ("her mobility was affected"), incontinence ("episodes of incontinence"), autoimmune disorder ("auto-immune"), menstruation irregular ("changes to menstrual cycle"), genital haemorrhage ("abnormal bleeding"), abdominal pain lower ("pain, including chronic pain"), device intolerance ("inability to tolerate the device"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues") and was found to have hormone level abnormal ("hormonal problems"). The patient was hospitalised in (B)(6) 2017 for an unknown duration. The patient was treated with surgery (laparoscopic removal with bilateral salpingectomy and hysteroscopy and ). At the time of the report, the abdominal pain, abdominal distension, dysmenorrhoea, headache, procedural pain, procedural vomiting, skin mass, lethargy, mobility decreased, incontinence, autoimmune disorder, menstruation irregular, hormone level abnormal and genital haemorrhage had resolved. The outcome of fatigue was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, autoimmune disorder, device intolerance, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, incontinence, lethargy, menstruation irregular, mental disorder, mobility decreased, procedural pain, procedural vomiting and skin mass to be related to essure administration. The reporter commented: consumer experienced vomiting and abdominal pain after the procedure and was unable to work for two weeks. Over the following weeks she noticed a deterioration in her health presenting described events. She presented to her gp with these symptoms who advised her to continue treatment and symptoms were no cause of concern. Discrepancy concerning insertion date ((B)(6) 2016, (B)(6) 2016) and removal date ((B)(6) 2017, (B)(6) 2017). Laparoscopy+ removal of both tube+ essure device was reported as removal details. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain and abdominal distension. Trailing coils- l-4 coils, r-3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan vagina] on (B)(6) 2016: confirmed bilateral tubal occlusion; both implants seen from fundal cavity through myometrium both ovaries appear within normal limits appearances of correct placement of bilateral essure implants ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: mental disorder (10061284) dyspareunia (10013941) device intolerance (10068444) abdominal pain lower (10000084). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. Reporters information added. Patient medical history and lab data added .non drug treatment updated. Concomitant drugs added. Events mental disorder, dyspareunia, device intolerance, abdominal pain lower added. 01-dec-2023: primary reporter address updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain and swelling / localized pain') and abdominal distension ('severe abdominal pain and swelling') in a female patient who had essure (batch no. He01138) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required) and abdominal distension (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("horrendous pain before, during after periods"), headache ("headaches"), procedural pain ("abdominal pain after insertion procedure"), procedural vomiting ("vomiting after insertion procedure"), skin mass ("developed a lump on her back / skin reaction on her back"), lethargy ("she began to feel lethargic / lethargy"), fatigue ("fatigue"), mobility decreased ("her mobility was affected"), incontinence ("episodes of incontinence"), autoimmune disorder ("auto-immune") and menstruation irregular ("changes to menstrual cycle") and was found to have hormone level abnormal ("hormonal problems"). The patient was hospitalized on (B)(6) 2017. The patient was treated with surgery (double salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, abdominal distension, dysmenorrhoea, headache, procedural pain, procedural vomiting, skin mass, lethargy, mobility decreased, incontinence, autoimmune disorder, menstruation irregular and hormone level abnormal had resolved and the fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, autoimmune disorder, dysmenorrhoea, fatigue, headache, hormone level abnormal, incontinence, lethargy, menstruation irregular, mobility decreased, procedural pain, procedural vomiting and skin mass to be related to essure. The reporter commented: consumer experienced vomiting and abdominal pain after the procedure and was unable to work for two weeks. Over the following weeks she noticed a deterioration in her health presenting described events. She presented to her gp with these symptoms who advised her to continue treatment and symptoms were no cause of concern. Discrepancy concerning insertion date ((B)(6) 2016, (B)(6) -2016). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: the follow information were updated, on event auto-immune, changes to menstrual cycle, hormonal problems, localised pain was added to previous event severe abdominal pain and swelling, on products date were updated from (B)(6) 2016 to (B)(6) 2016, from (B)(6) 2017 to (B)(6) 2017, star and stop date respectively; outcome were updated from unknown to recovered/resolved for the follow events: severe abdominal pain and swelling, horrendous pain before, during after periods, headaches, abdominal pain after insertion procedure, vomiting after insertion procedure, developed a lump on her back / skin reaction on her back, she began to feel lethargic / lethargy, fatigue, her mobility was affected, episodes of incontinence. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("severe abdominal pain and swelling / localized pain/pain") and abdominal distension ("severe abdominal pain and swelling") in an adult female patient who had essure inserted (lot no. He01138) for female sterilisation. Additional non-serious events are detailed below. An additional suspect product was codeine. The patient had a medical history of tight chest, periumbilical pain, contraception, foot ulcer (history: says 14 days ago fell in a pot hole and injured her left foot - a tiny area is bit sloughy. Examination: left foot - fully mobile and weight bearing. Lateral aspect, near the 5th toe a tiny superficial ulcer seen which appears bit sloughy. Diagnosis: foot ulcer/infection by site), bruising of foot, finger injury (presenting complaint: finger injury diagnosis: closed fracture to hand. Assessment comments: patient states right index finger was trapped in door tonight whilst on night out, painful and swollen strapped up by first aiders. Diagnosis: soft tissue injury right index finger sustained on the 21feb2016. There is slight swelling over the proximal phalanx mid shaft region on the dorsal aspect. There is a full range of movement of the right mcp joint, pip joint and dip joint. Extensor tendon power is 5/5, as is that of the fdp and fds), musculoskeletal disorder (problem: musculoskeletal disorder history: 2 days back pain. Examination: tender lumbar paraspinal muscles) and heavy periods. British ethenicity. Previously administered products included: mirena, oral contraceptive nos, contraceptives, contraceptives and mini pill. Concomitant products included salbutamol since 18-oct-2017, naproxen since 11-oct-2017 with a previous dosage regimen since 28-jan-2016, tranexamic acid since 08-mar-2017, mefenamic acid since 08-mar-2017, flucloxacillin since 16-nov-2016 and paracetamol since 28-jan-2016. On 27-may-2016, the patient had essure inserted. In january 2017 she experienced abdominal pain (seriousness criteria hospitalisation and intervention required) and abdominal distension (seriousness criteria hospitalisation and intervention required). On 15-feb-2017 the patient started codeine at an unspecified dose and frequency. The drug was additionally given from 18-oct-2017 onwards. Essure was removed on 02-may-2017. On unknown dates she experienced dysmenorrhoea ("horrendous pain before, during after periods"), headache ("headaches"), procedural pain ("abdominal pain after insertion procedure"), procedural vomiting ("vomiting after insertion procedure"), skin mass ("developed a lump on her back / skin reaction on her back"), lethargy ("she began to feel lethargic / lethargy"), fatigue ("fatigue"), mobility decreased ("her mobility was affected"), incontinence ("episodes of incontinence"), autoimmune disorder ("auto-immune"), menstruation irregular ("changes to menstrual cycle"), genital haemorrhage ("abnormal bleeding"), abdominal pain lower ("pain, including chronic pain"), device intolerance ("inability to tolerate the device"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues") and was found to have hormone level abnormal ("hormonal problems"). The patient was hospitalised in january 2017 for an unknown duration. The patient was treated with surgery (laparoscopic removal with bilateral salpingectomy and hysteroscopy and ). At the time of the report, the abdominal pain, abdominal distension, dysmenorrhoea, headache, procedural pain, procedural vomiting, skin mass, lethargy, mobility decreased, incontinence, autoimmune disorder, menstruation irregular, hormone level abnormal and genital haemorrhage had resolved. The outcome of fatigue was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, autoimmune disorder, device intolerance, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, incontinence, lethargy, menstruation irregular, mental disorder, mobility decreased, procedural pain, procedural vomiting and skin mass to be related to essure administration. The reporter commented: consumer experienced vomiting and abdominal pain after the procedure and was unable to work for two weeks. Over the following weeks she noticed a deterioration in her health presenting described events. She presented to her gp with these symptoms who advised her to continue treatment and symptoms were no cause of concern. Discrepancy concerning insertion date (20-oct-2016, 27-may-2016) and removal date (1-may-2017, 02-may-2017) laparoscopy+ removal of both tube+ essure device was reported as removal details. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain and abdominal distension. Trailing coils- l-4 coils, r-3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan vagina] on 31-aug-2016: confirmed bilateral tubal occlusion; both implants seen from fundal cavity through myometrium both ovaries appear within normal limits appearances of correct placement of bilateral essure implants ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:mental disorder (10061284) dyspareunia (10013941) device intolerance (10068444) abdominal pain lower (10000084) lot number: he01138 manufacture date: 2015-08-10 expiration date: 2018-08-29. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain and swelling') and abdominal distension ('severe abdominal pain and swelling') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient experienced procedural pain ("abdominal pain after insertion procedure") and procedural vomiting ("vomiting after insertion procedure"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required) and abdominal distension (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced lethargy ("she began to feel lethargic / lethargy"), fatigue ("fatigue"), mobility decreased ("her mobility was affected"), headache ("headaches"), incontinence ("episodes of incontinence") and mass ("developed a lump on her back / skin reaction on her back"). The patient was hospitalized on (B)(6) 2017. The patient was treated with surgery (double salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, abdominal distension, procedural pain, procedural vomiting, lethargy, fatigue, mobility decreased, headache, incontinence and mass outcome was unknown. The reporter considered abdominal distension, abdominal pain, fatigue, headache, incontinence, lethargy, mass, mobility decreased, procedural pain and procedural vomiting to be related to essure. The reporter commented: consumer experienced vomiting and abdominal pain after the procedure and was unable to work for two weeks. Over the following weeks she noticed a deterioration in her health presenting described events. She presented to her gp with these symptoms who advised her to continue treatment and symptoms were no cause of concern. Product was considered defective following definition "a product is defective if the safety of that product is not such as persons generally are entitled to expect" no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.